Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing, and inspection of this product, and the product was found to have met all specifications prior to shipment. This application represents an off-label use for this device. The current information for use for this device states: "the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms. The sample has been returned, but the investigation has not been completed to date.

Event description:
It was reported that a luminexx stent failed to deploy. The procedure was a thrombolysis of the left common iliac vein for may thurner syndrome. An 8 fr sheath and a 0.035 super stiff guide wire was used for the procedure. The path to the intended site was very straight and easy and the doctor had no difficulty advancing to the site. The metal rod in the back of the handle popped out when the device was being flushed, and the doctor clicked it back in place. Once at the intended site, they could not deploy the stent. The device was removed, and the procedure was completed with another device without difficulty. No injury to the patient reported.